Event description:
It was reported that this left ventricular (lv) lead exhibited noisy signals, crosstalk oversensing, out of range pacing impedances with measurements greater than 3000 ohms, and loss of capture. Technical services (ts) reviewed the available data and confirmed these observations. Ts also noted that the header has the latest enhancements designed to minimize spring contact related issues, making a connection problem unlikely. Further in clinic evaluation was recommended. No adverse patient effects were reported, and this lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited noisy signals, crosstalk oversensing, out of range pacing impedances with measurements greater than 3000 ohms, and loss of capture. Technical services (ts) reviewed the available data and confirmed these observations. Ts also noted that the header has the latest enhancements designed to minimize spring contact related issues, making a connection problem unlikely. Further in clinic evaluation was recommended. No adverse patient effects were reported, and this lv lead remains in service. Additional information indicated that the root cause may be related to the ring electrode, they reprogrammed lv pacing configuration tip to the device and confirmed these observations are only attributed to this lv lead.